Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The tse informed the customer that the ventilator was considered obsolete, and no longer serviced or supported due to confirmed 9.4 graphic user interface (gui).

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.